Manufacturer narrative:
(B)(4).

Event description:
Received information from the physician reporting high impedance issues when using the microelectrode recording with stimpilot. No further information was provided.